Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized post cardiac arrest and underwent treatment for hypothermia on (B)(6) 2017. A week after the treatment was initiated, the nurse found blood that entered about half way into the start-up kit (suk) tube. The nurse clamped down the tube and as soon as the physician received the report from the nurse, the cool line catheter was removed. The physician believes there was no health damage to the patient. No other information was provided.

Manufacturer narrative:
A cool line catheter (lot # 62920) was returned to zoll (B)(4) for evaluation. Evaluation of the retuned devices confirmed the customer reported issue as a cool line catheter pinhole leak. The integrity of the catheter balloons are 100 % verified by subjecting them to pressure test during manufacturing. However, the balloon burst may be due to a latent material defect. During visual inspection, white adhesive tape was found attached to the catheter shaft and was not removed. No other discrepancies or issues were noted. The returned catheter was connected to a pressurized inflation device. A leak was observed when the pressure was increased up to 40 psi. A pinhole leak was noted at the proximal end of the distal balloon. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for a cool line catheter sn (B)(4). Correction was made to (date of the event) as (B)(6) 2017.